Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed, unable to open and required maintenance. The field service engineer (fse) found that the main half height sub drawer 2.1 console drawer board was failed, which was verified via multimeter. The fse then replaced the drawer controller and console drawer board. The drawers were properly configured in space configuration mode, and a final test was performed. The customer was able to recover and inventory the main half height sub drawer 2.1 successfully. Additionally, the backup battery, rear bumper kit, and network plugs were replaced as a preventative maintenance. All cabling were checked, found to be in good condition, and all light emitting diodes were functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers unable to open and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.